Event description:
It was reported that the device failed to suction up the saline. No patient injury.

Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. A review of the device history record is in-progress. All information reasonably known as of 04 feb 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Event description:
It was reported that the device failed to suction up the saline. No patient injury.

Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. A review of the device history record is in-progress. All information reasonably known as of 04 feb 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Manufacturer narrative:
H6-investigation findings: appropriate term/code not available- blockage. The actual sample from the reported event was returned for evaluation. Visual examination of the device revealed: no breakages or obvious cracks and no signs of damaged/ pinched/ curved tubing. Testing of the sample revealed that when the thumb valve was rotated multiple times, from the unlocked to locked position, there were no issues seen; it was also noted that there was no blockage at the tip of the catheter. The sample was tested using a spare/ unused saline vial which was inserted into the irrigation port, the saline vial was squeezed while the thumb valve was pressed, and the saline leaked out around the irrigation port and the retainer valve. A syringe filled with colored liquid was then flushed through the irrigation port and it [the liquid] exited out of the irrigation elbow towards the distal end. The retainer valve was viewed under magnification and was noted to be blocked without any openings. The reported event was confirmed as reported; however, the root cause is undetermined. All information reasonably known as of 23 aug 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Additional information noted the product was in place between 24-48hr; there was no reported injury.

Manufacturer narrative:
The product involved in the report has been returned and the investigation remains in progress at this time. The device history record for lot 30119208 was reviewed and the product was produced according to product specifications. All information reasonably known as of 13 apr 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.